Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient receiving (20mg/ml at 7.3mg/day) and bupivacaine (20mg/ml at 7.3mg/day) from an implanted pump. The indication for use was spinal pain. On (B)(6) 2016 it was reported that the catheter had been replaced on the day of the report. The patient had a loss of therapy due to a cerebrospinal fluid (csf) leak from a broken catheter. The patient had an endoscopic discectomy surgery about a week prior to the report, after that surgery the patient developed a csf leak and a decrease in therapy. The hcp suspected the catheter had been compromised during the surgery. It was reported that during the surgery a rotor study was completed and a 60 degree rotation of the rollers was noted and when the catheter was removed the hcp noted a cut in the spinal segment of the catheter. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.